Event description:
Device was inserted into the body and malfunctioned. Would not operate correctly. System error 6150. Manufacturer response for catheter, ultrasound, intravascular, soundstar (per site reporter). They are looking into it as this is an ongoing issue with these catheters.